Event description:
It was reported that on (B)(6) 2024, during device preparation of a steerable guide catheter (sgc), the tech performed all procedures per instructions for use (IFU). The sgc could not hold column. The device was not entered into the patient. The sgc was replaced to complete the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, a cause for the reported leak could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.